Event description:
The patient was hospitalized for elevated blood glucose levels.

Manufacturer narrative:
The pump was evaluated by an animas clinical representative at the hospital and found to exhibit visible damage to the pump case and display screen however, insulin delivery was found to functioning properly. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release.